Manufacturer narrative:
The aso was received in the lab and decontaminated. It was grossly and microscopically examined and no anomalies were found. The occluder met dimensional specifications. The end screw was tested with a calibrated thread gauge met specifications. The aso was attached to a test delivery cable, loaded into a test loader, deployed and retracted successfully. The cause of the reported event remains unknown.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
As a 16mm amplatzer septal occluder (aso) was being delivered using a 7f amplatzer torqvue 45 delivery system (dtv45), the aso was found to have nearly detached from the delivery cable before the aso was prematurely released from the cable. The aso was successfully snared and removed percutaneously. Due to the prolonged procedure, the patient was referred for surgical repair of the defect. Post-surgery, the patient was reported to be recovering well.